Event description:
It was reported that the patient was experiencing excessive glare in their left eye (os) resulting in the need to explant the intraocular lens (iol). The visual issues affected patient's normal daily activities and were debilitating. The patient's pre-operation visual acuity was 20/70, the intended/targeted post-operative refraction was plano and post-operation visual acuity was 20/100. The iol was replaced with a non-johnson and johnson lens of 13.5 diopter. No incision enlargement, vitrectomy, or sutures were required. The patient is stated to have tolerated the procedure well and is expected to make a full recovery. There was no patient injury reported. It was indicated that the iol will not be returned for investigation. No additional information was provided.

Manufacturer narrative:
Weight: unknown; requested but not provided. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.